Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the upper and lower triggers were stuck. It was further observed that the terminals were rusted, dirty and loose, and the attachment connection was tight. It was observed that the device did not work, would not run, could not disengage the attachment, and had corrosion/rusting/pitting. It was further determined that the device failed pretest for general condition, check the attachment coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger being sticky, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).